Manufacturer narrative:
Device passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. Device was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a audio and vibrate anomaly. Customer stated that did not hear beeps when audio volume setting were saved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.